Event description:
It was reported by a company representative that the "upload successful" message was received following completion of a gfu upgrade on the patient's generator. It was indicated that communication could not be established subsequently with the patient's generator following upgrade. Troubleshooting such as checking the programming wand battery was performed which was confirmed to be adequate. The representative waited for 15 minutes, and attempted to establish communication again, with no success. It was indicated that error messages were received during the initial upgrade process due to patient movement. Another attempt was made to upgrade the patient's generator with the gfu flashcard, but was unsuccessful as the patient's generator could not be communicated with. The user was then instructed to perform a generator reset on the generator which was performed using the magnet and programming wand, and further attempts to communicate were still unsuccessful. Another generator reset was performed on the patient's device and after this was completed, communication was successful. The gfu upgrade process was repeated and resulted in a successful upload of the software to the patient's generator. An interrogation was then performed and it showed an end of life indication of 10 years, noting that the pre-gfu end of life indication was 10 years also. From examination of the software flashcard data, it was determined that the demipulse generator ram seems to have been corrupted following the gfu. Further examination of this data has revealed that this corruption results in permanent miscalculation of the time remaining until end of service (until the device is within 6 months remaining until eos, at which time the calculation will be accurate), temporary inaccurate magnet activation history display, phantom magnet activations, and a change in the total operating time stored in the generator. The corruption does not appear to alter the therapy that is delivered to the patient. The manufacturer continues to investigate this event, as the exact cause of the corruption of the generator ram remains unknown.

Manufacturer narrative:
Analysis of programming history. Review of flashcard data revealed corruption of generator ram.